Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues charging the pump due to the pump usb port; and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer declined troubleshooting with tandem technical support and declined to provide additional information.